Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump passed the self test, off no power test, displacement test, rewind test, basic occlusion test, occlusion test, and excessive no delivery alarm tests. The insulin pump alarmed for an unexpected restart after a battery change due to a faulty connector on the interface board. The functional test could not be performed due to the unexpected restart error alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. Troubleshooting was declined, and it was stated that the patient felt the catheter was the cause. Nothing further was reported.